Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible.

Event description:
Healthcare professional reported right side rupture and drooping. The device has been explanted.

Event description:
Healthcare professional reported, right side rupture and drooping. The device has been explanted.

Event description:
Healthcare professional reported right side rupture and drooping. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 15/may/2024.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: the device related to the reported event of rupture-breast was received on april 22, 2024 with lot number 3189451. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: observed, one opening device assessed as surgical damage. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side rupture and drooping. The device has been explanted.